Manufacturer narrative:
Additional information received indicated that the patient also experienced a urinary tract infection (treated with ampicillin and ceftazidime) at the time of admission. After the second dose of t-pa the patient's mean arterial pressures (maps) and vad flows remained low. The following morning he developed altered mental status and his maps dropped to the 40s along with low flow alarms on the vad. The patient was intubated and taken to the cath lab for placement of ECMO support. His maps continued to decrease and he had episodes of pulseless electrical activity (pea). On (B)(6) the patient became unresponsive with low bp's requiring vasopressors to maintain maps. The patient subsequently experienced liver and kidney failure and neurological impairment. The family and physician subsequently agreed to withdraw care. ECMO and vad support were withdrawn and the patient expired the same day. The cause of death was cardiogenic shock and heart failure related to a agent orange poisoning. The family declined autopsy. DHR review (B)(4): a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) was not returned for analysis. Review of the manufacturing documentation confirmed that the device met all requirements prior to release. Analysis of the log files revealed high watt alarms and pump parameters above normal operating range, confirming the reported event. There is no evidence to suggest a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that received email with log files from (B)(6), np on 7/7/2016. The patient was admitted on (B)(6) 2016 with (B)(6) colored urine and rising lactate dehydrogenase (1500). Admitted with suspected pump thrombosis. Log files sent on (B)(6) 2016 showing vad parameters within normal limits, however increase in power of approximately 0.3 watts starting (B)(6) 2016. Tissue plasminogen activator (tpa) was given on (B)(6) with initial decrease in flow and power. On (B)(6) 2016 the patient decompensated, hypotensive, vt arrest with subsequent intubation and va ECMO placement. There was acute kidney injury and liver shock. The patient was not a surgical candidate, family meeting taking place today to discuss plan of care and discontinuation of support measures.